Manufacturer narrative:
The clinical application specialist (cas) who was present during the captures confirmed that the original captured images used were attributed to the outcome of the reported event. The root cause of the reported event can be attributed to surgical/clinical factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after multiple aberrometry measurement readings, the doctor selected a lens and aligned the toric based off the system aphakic axis. Post-operatively, the patient ended up with 2.50 diopters of cylinder. The patient will be brought back into to have the lens repositioned.